Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample (sample ID (B)(6)) on advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was tested in duplicate and the first replicate was lower than the second replicate. The sample was then repeated in duplicate on the same instrument, resulting lower and similar to the first replicate result from the previous run. It is unknown if the corrected result was reported to the physician(s). The customer reported another patient sample (sample ID (B)(6)) with discordant tnl-ultra values when tested in duplicate on the advia centaur xp instrument. The customer did not confirm the corrected result for this patient sample. There are no known reports of patient intervention or adverse health consequences due to the discordant tnl-ultra results.

Manufacturer narrative:
The initial MDR 2432235-2017-00108 was filed on february 8, 2017. Additional information (01/17/2017): a siemens customer service engineer (cse) was dispatched to the customer site. The cse noticed that the daily cleaning procedure (dcp) had failed with low vacuum errors. The cse identified the blockage in the 3 way valve and tubing between the water trap and waste reservoir, which was removed and cleaned. The cse reset the system vacuum and checked the wash block fluidics and found wash 1 fluid beading under dispense port 2. The cse replaced the valves to correct the leak. The cse performed dcp, which passed. Quality controls were within range. Additional information (02/09/2017): a siemens headquarters support center (hsc) specialist reviewed the service activity related to this event and concluded that the primary problem for this event was the blockage that affected the system vacuum, which could prevent complete aspiration during the wash cycle. The cause of the discordant, falsely elevated cardiac troponin I (tni-ultra) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.